Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4)) discharging batteries rapidly was not confirmed during functional test. The returned autopulse was inserted with a known good fully charged autopulse li-ion battery and subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf). The autopulse platform did not drained the battery rapidly, it performed as intended. The probable root cause could be likely due to customer's battery. The battery was not returned for investigation. Unrelated to the reported complaint, damaged front enclosure and a bent battery lock were observed on the returned autopulse platform during visual inspection. These types of physical damages are likely attributed to mishandling. Damaged parts were replaced. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged. The autopulse platform passed all the functional test.

Event description:
During shift check, customer reported that autopulse li-ion batteries were discharging voltage rapidly when inserted into the autopulse platform (serial # (B)(4)). No patient involvement. Autopulse li-ion battery was submitted under MDR 3010617000-2020-00119.